Event description:
The reporter stated, she cut herself when breaking the control ampule for use. She did not wrap the ampule in gauze. She ran water over the cut and placed a band-aid on it.

Manufacturer narrative:
Device labeling has been revised to include proper handling and use.